Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy. The customer's blood glucose (bg) was high; however, a specific value was not provided. The customer delivered a bolus via the pump to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.